Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure intended for a suspected common bile duct stricture, a bsc guidewire was attempted to advance numerous times before it was able to gain biliary access as noted by the wire position. There was no issue or deficiency with the guidewire. The guidewire was then further advanced to the common bile duct and then the spyscope ds was used to gain biopsy of the common bile duct. While advancing the spyscope ds, they thought that it had perforated the distal section of the bile duct. The perforation was confirmed through spyglass visualization with the endoscope. There were no imaging issues with the spyscope ds reported. The procedure was ended after taking ampullary biopsy, and the spyscope along with the endoscope were removed. The ercp procedure was completed with this device. The perforation was addressed by placing a stent through interventional radiology. The patient's condition at the conclusion of the procedure was reported to be good.